Event description:
Caller stated she had three surgical procedures between december of 1994 and january of 1995. Caller stated that infection started around stitches with flu-like symptoms. No further info was provided by caller.